Manufacturer narrative:
Physician information is not provided at this time. The investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s implant procedure on (B)(6) 2019, the physician was unable to implant the lead due to the patient¿s anatomy. As a result, the procedure was abandoned.